Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer alleged a delay in alarm generating at the central station which resulted in a patient fall. The monitor alarmed for low heartrate and there were alarm latency issues which have been occurring. The nurse, physician, and ECG tech worked with telemetry to print off the severe bradycardia event. The patient was found by nursing staff after the patient had lowered themselves to the floor. The patient had been complaining of having a 'weak spell'. The patient was alert, pain free, grossly diaphoretic and feeling week. The patient was transferred back to bed with assistance and a head-to-toe assessment revealed sore right ribs, but no other complaints per the patient. The patient was then diagnosed with 2nd and 3rd degree atrioventricular (av) block, for which the patient was scheduled for an immediate temporary pacemaker insertion and placed on isoproterenol infusion.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. It was determine that there was actually no alarm latency or failed alarm issue. The site was not using the correct workflow to get the data they require when patient alarm appears on central sector. The workflow used by end user vs correct workflow: end user: when the alarm sounds on central, the end user would silence alarm and then look to review ¿retrospective data¿ which was not intended to view this data right away (causing end user to believe that there was some latency). Correct workflow: when the alarm sound at central, they should first click on alarm tab in sector with alarm. The data and waves are displayed instantly and are available for review and printing. The end user noted she did not use this as she found that even with max settings for strip printing of the alarm, the pre- and post-waves are too short to clearly identify root cause of patient alarm waves vs those she gets from ¿retrospective data and waves¿. Based on the information provided in the case and by the philips fse, the caused of the reported problem was confirmed to be the end user who was not executing correct ¿workflow¿ to get the data they were looking to review and print. Education was provided to the end user to prevent future issues from happening. No further investigation or action is warranted at this time.

Event description:
It was reported the customer alleged a delay in alarm generating at the central station which resulted in a patient fall. The monitor alarmed for low heartrate and there were alarm latency issues which have been occurring. The nurse, physician, and ECG tech worked with telemetry to print off the severe bradycardia event. The patient was found by nursing staff after the patient had lowered themselves to the floor. The patient had been complaining of having a 'weak spell'. The patient was alert, pain free, grossly diaphoretic and feeling week. The patient was transferred back to bed with assistance and a head-to-toe assessment revealed sore right ribs, but no other complaints per the patient. The patient was then diagnosed with 2nd and 3rd degree atrioventricular (av) block, for which the patient was scheduled for an immediate temporary pacemaker insertion and placed on isoproterenol infusion. The medical intervention of inserting a temporary pacemaker and isoproterenol infusion were due to patient condition (2nd/3rd degree av block) and not due to the device.